Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was dislodged. The lead was replaced and the patient's condition was good after the procedure.